Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's image malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: accumulation of electrical stress due to repeated use, the application of static electricity, or accidental overcurrent such as electric leakage. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This is a combination product used in combination with otv-s300. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope had no image. The issue occurred during preparation for use for a therapeutic cystectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.